Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported surgical intervention was undertaken on (B)(6) wherein the ipg site was revised. Surgical intervention addressed the issue.

Manufacturer narrative:
The event date is estimated.

Event description:
It was reported the patients ipg has slightly rotated in the pocket causing pain. Surgical intervention may be pending to address the issue.